Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation's results, the following likely led to the malfunction: failure to follow instructions is the most probable cause of the additional failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's auxiliary jet channel contained foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide update to primary UDI number, device mfg date and a correction to the investigation conclusion codes. Updated fields: d4, h4, h6, h11. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.